Event description:
It was reported that the patient underwent a revision procedure due to the device no longer working resulting from a fluid leak with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to the device no longer working resulting from a fluid leak with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
Device analysis: an allegation of a fluid loss was reported. The ams 800 system was visually inspected and microscopically examined. Avulsion and scaling were noted on the balloon shell. There was a leak in the balloon that was the result of wear and fatigue. There was also a leak in the cuff shell that was consistent with tool damage which probably occurred during removal of the implant. Device analysis confirmed the reported event. Product analysis identified a fluid leak in the balloon shell; the reported events were therefore confirmed. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.